Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. This report is made based on results of investigation completed on 11/12/2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/12/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump found some cosmetic damages. On investigation, the device powered up to a dim and discolored verify screen. The display screen was replaced with a test display, and the test display screen was functioning properly. Unrelated to the display issue, evaluation revealed that the internal clock battery on the printed circuit board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(4).